Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture diagnosed via mammogram. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Continued e.1 phone number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed via mammogram. The device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported left side device rupture diagnosed via mammogram. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/24/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening and broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with a non-allergan implant.